Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was attempted to be interrogated and it was suspected that the device was at end of service (eos). It was further reported that the patient coded multiple times. Cardiopulmonary resuscitation was attempted. The physician decided to "let the patient pass". The cause and circumstances of the death were requested and not received.